Manufacturer narrative:
Cine image review: two still images were received from the account. The resolute integrity stent deployed in the lad is visible. There is no blood flow visible through the stent confirmed the thrombosis. There were no images capturing the thrombosis in the rca provided by the account. (B)(4).

Event description:
The patient was admitted and four stents were successfully implanted. No damage was noted to the packaging, and no issues noted when removing the devices from the hoop/tray. The devices were inspected before use. Negative prep was not performed. The devices did not pass through previous stents. The vessels were moderately tortuous. Resistance was not encountered when advancing the devices. No excessive force was not used during delivery. A dissection was noted in the lad shortly after deployment. It is reported that the dissection was caused by the stent, but that it was just an edge dissection due to high pressure during the kissing technique. The stents were implanted as follows: resolute integrity (2.75 x30mm ) at the distal lad . Resolute integrity (3.5 x 30mm ) at the proximal lad . Resolute integrity ( 3 .0 x 16mm ) at the cx into om1 . Resolute integrity ( 2.75 x 18mm ) at the distal rca the stents were fully expanded. 5 days post index procedure, the patient presented at the emergency unit with severe chest pain. An angiogram revealed that the lad was completely blocked. Stent thrombosis was reported in the lad and rca. The vessel was aspirated and plavix administered. The patient was on dapt and had said they were compliant with the regime. The physician commented on the relationship between the thrombus and the devices, noting that the possibilities being considered are non-compliance with dapt and aspirin intolerance. 11 days post index procedure, the patient had a repeat angiogram. The stent to rca and circ were patent. An attempt to wire the lad failed. Acute thrombotic occlusion of circ was reported, with vf arrest. CPR was attempted without success and the patient died. Cause of death was stent thrombosis. The physician does not definitively believe that the death was due to the resolute integrity stents.

Manufacturer narrative:
Additional information: the procedure was to treat cto in the lad and pci to the rca. During the procedure, the lad was pre-dilated with a 2.0 x 25mm euphora balloon. An nc euphora 3.0 x 27mm was used to predilate the lad and om. An nc euphora 3.0 x 12mm was used to post dilate om stent. It was previously reported that a 3 .0 x 16mm resolute integrity was implanted in the cx into om1. This was in fact a 3 .0 x 18mm resolute integrity drug eluting. Image review: review of the procedural images taken 5 days post procedure, confirmed the cto in the proximal lad as reported by the account. The images capture pre-dilation of the lad and the cx/om1. Three stents are successfully deployed with blood flow restored in the lad. A fourth stent is deployed in the rca. Two still images and a video clip confirm the presence of a thrombosis on the left coronary vessel 5 days post procedure. There are no images capturing the aspiration of the thrombosis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.